Event description:
Report 3 of 4 received of underdelivery of tpn. . It was reported that the pump was programmed in the continuous mode to deliver 1080ml of 3:1 tpn over 24 hours for nutrutional support of a pediatric patient. At the home care pharmacy, the solution was prepared and primed through the tubing set to which a 1.2 micron filter had been added. Approximately one hour following the start of the infusion, the patient reportedly told their family member that the solution was not infusing. The family unsuccessfully attempted to tubing set. The patient's physician was notified and a decision was made to eliminate the tpn for that evening due to the patient's ability to take oral nutrition. Thee were no reported adverse patient effects.